Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# : (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of a -4.5 diopter tore during loading in the cartridge. Lens was not implanted. On (B)(6) 2023, the replacement lens was implanted into the patient's right eye (od) and the problem was resolved. Cause of the event is unknown. Reportedly, "a few striae on the enothelium."